Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the patient had a stenotic vein/superior vena cava (svc). When placing the left ve ntricular (lv) lead, lead interaction occurred. The right ventricular (rv) lead tangled at the proximal portion of the svc. When the physician attempted to straighten it, the vein collapsed and the rv lead was "shredded. The lead was not used and a new rv lead was implanted. Also during the implant attempt, the lv lead dislodged three times. The lead was not implanted and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary - the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.